Event description:
Revised acetabular component due to shell loosening - shell, liner and head revised.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Revised acetabular component due to shell loosening - shell, liner and head revised.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown shell. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.